Event description:
It was reported that the pt was getting shocked from the device. Pt movement caused shocking. All impedances were 'ok'. No device troubleshooting was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.